Event description:
Literature was reviewed regarding nomogram for predicting delayed intraparenchymal hemorrhage after pipeline embolization device treatment in patients with intracranial aneurysms: a multicenter, retrospective model development and validation study the following medtronic devices were used: pipeline embolization device (ped classic or ped flex), phenom-27, marksman, echelon-10 m icrocatheters. Deaths occurred in the study population; however there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The cause of death were delayed intraparenchymal hemorrhage (diph). Among all patients adverse events / product performance issues included: 11 patients died. There were 22 cases of diph. After diph occurrence, 27.3% of the patients underwent craniotomy hematoma removal and decompressive cr aniectomy, with the remaining cases treated conservatively. At the last follow-up, seven patients had died. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: dong, l., wei, d., wang, z., peng, q., chen, x., li, m., li, t., liu, h., zhao, y., duan, r., jin, w., zhang, y., wang, y., liu, p., lv, m. (2025). Nomogram for predicting delayed intraparenchymal hemorrhage after pipeline embolization device treatment in patients with intracranial aneurysms: a multicenter, retrospective model development and validation study. Journal of neurointerventional surgery. Https://doi.org/10.1136/jnis-2025-023122 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Note that the patient information (age, sex) is reflective of the mean of the patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.